Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who did not follow therapy step during priming of peritoneal dialysis (pd) therapy. The patient was connected to the setup before prime had completed properly. Technical service assisted the patient to restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.